Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve-"patient came back for hemorrhage intervention following insufficient coagulation." Sales provided by phone additional information the 12 oct 2016: patient went back for surgery following insufficient hemorrhage at day +1. Sales rep was present during the intervention and confirmed that the surgeon experience difficulties with coagulation. Vessels were bleeding regularly after cutting. Original: reprise du patient apres intercention pour hemoragie suite a une intervention mauvaise coagulation. Patient status- no patient injury.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Several factors including patient comorbidities and anatomical variances can contribute to insufficient hemostasis. In the additional information received from the customer, it was indicated that the patient was placed prophylactically on blood thinners prior to the initial procedure. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.